Manufacturer narrative:
Based on the claim against the product by the customer noting repeated m-02 errors and that the grounding pad would not recognize, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electro surgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the vio iesu involved with this complaint to perform failure analysis (fa). Fa confirmed and reproduced the reported m-02 error of the neutral pad not being recognized. The unit was placed on an in-house system and was run in normal mode. The complaint regarding repeated m-02 errors and the grounding pad not recognizing was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to an iesu component issue. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the integrated electro surgical generator unit (iesu) exhibited a persistent issue during the procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grounding pad would not recognize and there were m-02 errors. The site was able to clear the m-02 errors but could not get the grounding pad to be recognized. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site remove the power cord, reseat connections and then restart the erbe generator. The m-02 error came back, but the site was able to clear it. The site stated that the grounding pad was not recognized. The site continued docking the robot and informed they would call back if needed. The procedure was completed as planned with no reported injury. On (B)(6) 2023 isi contacted site and obtained the following information: the customer confirmed the issue and event date but was unable to provide any additional information.